Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010, patient presented with following pre-op diagnosis: right lumbar radiculitis secondary to l2-3, l3-4, l4-5 and l5-s1 disc herniations. Procedure: right l4-5 minimally invasive transforaminal interbody fusion. Posterior non-segmental instrumentation, right l4-5 percutaneous peek pedicle screws and peek rod bilateral. Application of biomechanical device- placement of peek cage in l4-5 disc space. Interpretation of fluoroscopy. Microdissection. Local autograft, same incision. Right l5-s1 minimally invasive transforaminal interbody fusion. Posterior non segmental instrumentation right l5-s1 percutaneous peek pedicle screws and peek rod bilateral. Application of biomechanical device- placement of peek capstone cage in: l5-s1 disc space. Interpretation of fluoroscopy. Microdissection. Local autograft. Regional block. As per-op notes:¿..cross hatches were marked at the level of the craters of the l4 and l5 pedicles. A 6.5 x 45 mm screw was then placed in the l4 pedicle and the same dilation and transduction of the tap was performed at s1 and emg thresholds were within normal limits. A bmp sponge was packed with autograft taken from the facet joint and packed into the contralateral aspect of the disc space anteriorly. Following this, a 26 x 12 mm peek capstone cage was packed with bmp, cancellous chips and countersunk into the disc space. The bmp sponge was soaked for 3 hours prior to placement in an effort to make it more adhesive and less likely to leak on the neural elements..¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.